Manufacturer narrative:
The insulin pump passed the operating currents. No unexpected low battery alarms, failed battery test, off no power anomaly or battery out limit alarms noted. Device was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime fill anomaly. The device passed the displacement test. No motor error alarms occurred during test. Motor tested ok. Broken reservoir tube lip, cracked belt clip slot and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 345 mg/dl. Troubleshooting was performed. The device was returned for analysis.